Manufacturer narrative:
The device is not to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the plpul2020, ultra surgical smoke evacuation pencil, device was being used on (B)(6) 2025 during a bbr procedure when it was reported ¿towards the end of a long case, the plastic component that holds the electrode has cracked and broken, with shards of plastic found within the wound. The electrode is placed in the holder at the beginning of the case and is not changed or removed.¿. Further assessment found that the fragment was removed from the wound. The procedure was completed with the use of the same alternate device and a 10-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the device fragmenting and being retrieved is inconclusive. Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the plpul2020, ultra surgical smoke evacuation pencil, device was being used on (B)(6) 2025 during a bbr procedure when it was reported ¿towards the end of a long case, the plastic component that holds the electrode has cracked and broken, with shards of plastic found within the wound. The electrode is placed in the holder at the beginning of the case and is not changed or removed.¿. Further assessment found that the fragment was removed from the wound. The procedure was completed with the use of the same alternate device and a 10-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.